Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of issues with their sherlock 3cg tcs chest sensor not giving them proper wire/PICC guidance/placement was confirmed. The sherlock sensor stops functioning when the usb cable end is moved. The usb port is bent at an upward angle. The root cause of the failure was identified as use-related damage.

Event description:
The customer reported there are issues with their sherlock 3cg tcs chest sensor not giving them proper wire/PICC guidance/placement. Upon review, it looks like the last 4 piccs placed by all 3 of the clinicians on separate occasions, needed chest xrays. This report addresses the first occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.